Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Reference internal complaint cc#4613598

Event description:
It was reported the physician performed a myosure procedure for uterine tissue removal on (B)(6) 2017, and while using the disposable device "they saw metal shavings in the [patient's] cavity". The physician used a second disposable device to remove the shavings and completed the procedure successfully. No patient injury reported.